Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced tape not sticking event on (B)(6) 2026. The patient states that the tape started to peel about a day after putting on a new infusion set. No further information available.